Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the ins was replaced on (B)(6) 2010. The health care provider confirmed that she was having a difficult time recharging. The ins was replaced with a non-rechargable ins. It was noted that she liked the rechargeable ins better.